Event description:
Additional information received from a manufacturer representative reported that troubleshooting was done, such as taking the arm off while the robot was attached to the patient to try to engage the lock. This still failed to lock as the robotic arm was in the way of the locking mechanism. After 20 minutes of red, unreachable trajectories in the operate planning screen, we finally found a green solution that allowed the robot to lock.

Manufacturer narrative:
H3: software export files were received for analysis. The clinical export data file was thoroughly inspected. The export file was generated by the renaissance system, and includes records of all the data that was generated and used by the system during the case, including but not limited to patient MRI and CT scans, preoperative planning, all procedure actions that were executed, and the log text file. The log text file is a chronological documentation of the software during operation, including trajectories sent by the system, fusion values, star marker (sm) recognition accuracy, etc. The log file was examined relative to all specified intraoperative actions in order to investigate and understand procedure flow. According to the 3d rendering and the 3 anatomical views slices of the star marker CT scan, patient's skull had a good bone quality. In addition, insertion of each one of the rbt base screws was visually verified, and found to be inside bone, thus proper stability of rbt base was achieved. According to the log file, no accuracy error was transmitted during the rns procedure from this feedback. Based on the above, rbt device accuracy is not considered to be the root cause of the reported issues. The various fusions of the scans were repeated and visually verified. Fusions deemed accurate and good results were achieved by the software. The left stn trajectory was reviewed. It can be seen from all trajectory views that the lead was on trajectory and followed the trajectory path. In the sagittal trajectory view, when advancing the lead towards the target, it can be seen that at some point the lead was deflected anteriorly. The final lead position in relation to planning was about 3mm above planned target point. It can be seen from the axial trajectory view that the lead was positioned about 2mm anterior to plan. This corresponds to the comment that left stn had 2mm error following by lead reposition in the posterior slot of bengun. The right stn trajectory was reviewed. It can be seen from the trajectory views that the lead was close to the planned trajectory path (about 1mm). It can be seen that at some point the lead was deflected slightly anterior, and the lead was medially. The final lead position in relation to planning was about 2mm above planned target point. It can be seen from the axial trajectory view that the lead was positioned about 3mm anterior-medial to plan. This corresponds to the comment that right stn had 3mm error following by lead reposition in the posterior-lateral slot of bengun. After reviewing all available information, analysis has ruled out issues with the planning, possible platform instability and fusion issues. After comparing lead position along its path in relation to planning, analysis has concluded that the most probable cause for the reported leads deviations might be either soft tissue/blood vessel (slightly deflecting the lead), or surgical technique issues during lead insertion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a brain procedure to place leads for parkinson's disease. It was reported that there were two minor deviations. The left stn was deviated 2 mm and the right stn was deviated 3 mm. The bengun was moved posterior for the left stn and lateral for the right stn. There was no patient symptoms and the procedure was not delayed over an hour.